Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has high and unstable thresholds. The physician will evaluate the lead. The lead remains in use. No patient complications have been reported as a result of this event.